Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.